Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, opening on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. No shell thickness due to opening is under plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.